Event description:
It was reported that a central venous catheter was placed in the pt's left subclavian vein. Upon withdrawal of the guidewire, it broke within the triple lumen catheter and the spring was stripped from the wire. Both ends of the wire were subsequently retrieved. Report was received by medwatch.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.